Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion; the outer flow tubing open end exhibits scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 10,000 joules and 54 minutes of usage, "fiber insufficiency" "not joined". The procedure was completed using a second fiber. Patient outcome: no injury to patient reported.